Event description:
The customer tested his blood glucose and received readings of 122, 135, 143 and 155 mg/dl using his breeze2 meter. The customer retested his glucose using another meter and received readings of 67, 72 and 75 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.